Event description:
New information noted that the a portion of the lead was capped. The capped portion was causing active leads to oversense noise. The lead was explanted entirely on (B)(6) 2022. The patient was stable post procedure.

Event description:
It was reported that the patient received three inappropriate shocks. Device interrogation revealed that the right ventricular lead was oversensing noise. The lead was explanted and replaced. The patient was stable post procedure.